Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that there was difficulty advancing the delivery catheter system (dcs). Difficulties advancing the dcs through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, the cause of the difficulty advancing the dcs could not be determined given the limited information available. Advancement difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. When dcs was withdrawn from the patient to dilate with an 18fr balloon, resistance was noted. The resistance during removal may have also been due to related procedural factors, user technique, and/or patient anatomy, however the cause cannot be confirmed with the information available. During removal, the nose cone of the dcs detached and remained in the subcutaneous tissue. The dcs was returned to medtronic for analysis. The device was returned with the inner member shaft damaged and kinked and the nose cone detached. The damage observed on the inner member shaft indicates that the nose cone separation observed in this event was due to an inner member shaft break. Inner member shaft breaks do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Historically, twisting or manipulation of the dcs by the uuer may cause the inner member shaft to become kinked or torqued which may subsequently result in a break. In this case, the user may have twisted or manipulated the tip of the dcs due to the reported difficulty advancing and withdrawing the dcs, which may have resulted in the nose cone separation. The evolut pro system instructions for use (IFU) instructs the user not to rotate the dcs as is being advanced. Additional, the IFU cautions, "if there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage". It was also reported that prior to inserting the dcs, the capsule was noted to be too tight and the position was corrected which relieved the pressure. This indicates that the capsule may have been overcaptured. No images were received for review so the overcapture cannot be confirmed. The overcaptured tip have contributed to the damage observed on inner member shaft. The IFU cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. The nose cone was removed using forceps no additional adverse patient effects were reported. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but a conclusive root cause cannot be determined at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the handle was intact. The device was received with the capsule almost fully opened. The deployment knob was able to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. The capsule was intact with no evidence of damage. The nose cone was detached from the inner member at the distal end of the inner member. A kink was observed along the proximal end of the inner member shaft near the spindle hub. The wire lumen flush port could not be flushed due to a kink on the inner member. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, using a 14fr introducer and the in line sheath, when the delivery catheter system (dcs) was introduced via femoral artery, very strong resistance was noted. The dcs was withdrawn from the patient to dilate with an 18fr balloon. Further resistance was noted while removing the dcs and the nose cone of the dcs detached and remained in the subcutaneous tissue. The detached nose cone was removed with forceps. The same valve was loaded onto a second dcs and used for a successful valve implant. It was reported that some resistance was noted during advancing and removing the dcs. It was noted that prior inserting the dcs, the capsule was noted to be too tight; the position was corrected which relieved the pressure. No adverse patient effects were reported.